Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm, blank display and low battery alert. Customer's blood glucose level was 19 mmol/l. Customer advised they replaced the battery and display returned. Customer advised they went to the hospital two times for high blood glucose levels. Customer performed the displacement test and manual prime successfully which resulted in no motor error alarm. Customer was advised the motor error alarm was most likely caused by a low reservoir alarm. Customer advised they were able to complete the rewind process and motor error alarm did not recur. Customer's alarm history showed no delivery, low reservoir, no power and motor error alarm. Customer advised the no delivery alarm was resolved by a complete set and reservoir change. Customer declined to return the infusion set and reservoir for analysis. Troubleshooting for off no power was performed. Customer advised they received a low battery alert prior to the off no power anomaly.